Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. UDI: (B)(4) is unavailable, therefore, the full UDI is currently not available. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it received one empty opened foil and one needle suture pertaining to the product code vcp1346h. During visual inspection of the returned sample, marks were observed on the body needle and the end of the suture was cut by a surgical instrument. In addition, body fluids were noted along the strand and damage on the surface. The product code vcp1346h contains an absorbable sample. As the sample was received open and the time of exposure to the environment could not be determined no functional test was performed. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Another device was used to complete the surgery. There were no patient consequences reported. No additional information requested at this time.